Manufacturer narrative:
This device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
Per complainant, the device had fallen out of the pt where it was noticed that the inner bumper was missing. The physician believes the bumper had detached in the stomach and passed naturally. No testing was done to locate the bumper. Another device was placed to continue feeding.